Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, the posterior part of the staple was not well formed and the rectum leaked after cutting. The distal part of the staple line was also incomplete and it was fixed by manual suture. Replaced by another device to complete the case.